Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been receiving a lot of alarms on the insulin pump and she will have to change the battery and the insulin pump starts counting and has to set time and date. Customer stated that the issue has been happening for the last 6 to 8 months. Customer stated a temporary basal was programmed before the alarm occurred. Customer stated the device was not stored or not in use for an extended period of time and the alarm is recurring during normal pump use. Customer was advised that the insulin pump is having unexpected restarts. Blood glucose value is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a21 during a21 error test due to interface board c13 voltage leak. No a2 alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked reservoir tube.